Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to duplicate the reported issue. However, the stm found multiple error 2 and 55 in the iabp's error logs. To address the issue the stm replaced the executive processor and performed a full calibration and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) would not trigger. There was no harm or injury to patient and no adverse event was reported.